Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced syncope while the device was charging for true arrhythmia. Programming changes were made. Patient is fine and will be followed normally.

Event description:
New information received notes that the device was explanted and replaced. No further information.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.